Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not rotate the connector to the right to lock in place despite the cartridge being seated flush, a rewind having been performed, and the cartridge inserted with the fin at 9 o¿clock and turned toward 12 o¿clock; a new connector locked properly, and the prior connector showed no obvious damage. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no interruption to therapy after switching to a new connector. Investigation included guided troubleshooting and user education. Investigation of this case revealed a connector attachment failure isolated to a single connector, with normal function confirmed using a replacement, indicating a likely component-level malfunction limited to the connector. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the connector.